Event description:
It was further reported that the difficulties were encountered during the procedure, corrected from the originally reported platforming. The knob "returned a little automatically" when the knob was turned to max. There was no speed difference when the knob returned. The lesion being treated was located in the left main, and the procedure was completed with this device. There was no patient consequence.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/02/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.